Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station displayed a black screen. A field service engineer (fse) disconnected the all-in-one power cord and the pyxibus cable from the communication sled. The device powered on, and the pyxibus cable was reconnected and then disconnected from each drawer sequentially until the device powered on. It was identified that disconnecting drawer sets 4.1 and 4.2 allowed the device to power on. The drawer controller boards for 4.1 and 4.2 were tested across test points 502 and 505 using a multimeter. Drawer 4.1 recorded a reading of 0.9 ohms, indicating a fault, while drawer 4.2 recorded 4 kilo ohms, indicating normal operation. The faulty drawer controller board was replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed a black screen and was offline in rss. Reboot and power cable reseat were performed; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.